Event description:
On december 8, nellcor bennett rec'd a call stating one of their ventilators was delivering incorrect volume. On december 9, source was called in order to clairfy the alleged problem. Source provided the customers statement of "high pressure alarm won't go off when she needs suctioning". On january 5 source was contacted regarding the alleged problem. He provided this statement, "unit would not pressure limit. Pressures going up to 100 cm h20. Customer does not recall which alarms were going off."